Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: while the balloon was being inflated, the entire bottom of the balloon burst/popped. The surgeon removed the balloon and opened a new one. All pieces of the balloon were retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.